Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The electrodes that were used during the event, were not returned to physio-control for evaluation. Following evaluation, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device would not complete an analysis when it was connected to a patient. There was patient use associated with the reported event however, there was no negative patient outcome reported.